Event description:
The physician attempted closure of the arteriotomy with the closer. Tsl 6 fr device. The closure appeared successful, but the patient was later taken to surgery due to lack of pulses and a cold leg. The surgeon found the back wall stitched to the anterior side of the femoral artery. He removed the stitch. A thrombus had formed at the narrowed area, further occluding the flow, and that was also removed. The physician stated the patient also experienced a retroperitoneal bleed. The patient was noted to be doing well the following day, and no further issues have been reported.